Event description:
Autosuture eea orvil passed through pt's esophagus by crna. Metal "anvil" tip became unsecured from tube and lodged in the pt's upper esophagus. An egd was performed by assisting md to remove foreign object. Object removed without harm to pt. A delay of approx 20" occurred while pt anesthetized.